Event description:
During an initial implant procedure, decreased pacing impedance was observed on the leadless pacemaker (lp) after fixation. The lp then dislodged during the capture threshold test. It was redocked to the delivery catheter and another reposition attempt was performed. At this time, contrast revealed a perforation that resulted in an effusion and tamponade. Surgery was performed to repair the perforation, and the implant procedure was abandoned.